Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient experienced a stoma site infection and was treated with 1gr of intravenous duocid. On (B)(6) 2017, duocid was stopped and the patient began intravenous tazocin, 4x1 treatment. On (B)(6) 2017, tazocin treatment was stopped and the patient began 1000mg of oral cipro, 2x1 and 1000mg of oral augmentin, 2x1. On (B)(6) 2017, the patient was discharged from the hospital. Outcome of the stoma site infection was unknown.